Event description:
After the nurse had lowered the client onto the bed she moved the hoist to one side and the hanger bar dropped off the hoist. No injury occurred to client or carer. One person involved.